Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's controller displayed the replace generator soon error message. Troubleshooting was performed, wherein the software app was updated which resolved the issue. As a result, therapy access was restored to the patient.